Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device displacment") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraines"), nausea ("nausea") and dizziness ("dizziness"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, fatigue, abdominal distension, migraine, nausea and dizziness outcome was unknown. The reporter considered abdominal distension, device dislocation, dizziness, fatigue, genital haemorrhage, migraine, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device displacement/ migration') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pain"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraines/ migraines / headaches"), nausea ("nausea"), dizziness ("dizziness"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), device expulsion ("expulsion"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation had resolved. At the time of the report, the genital haemorrhage, pelvic pain, abdominal distension, migraine, dizziness, abdominal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown and the fatigue, nausea, menorrhagia and device expulsion had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for essure micro-insert migration, abdominal pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters, patient demographics and laboratory data were added. Added events abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hair loss. Updated reported event term migraine, menorrhagia and pelvic pain. Updated outcome of event menorrhagia, nausea, fatigue as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device displacment/ migration') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraines"), nausea ("nausea"), dizziness ("dizziness"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and device expulsion ("expulsion"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation had resolved. At the time of the report, the genital haemorrhage, fatigue, abdominal distension, migraine, nausea, dizziness, abdominal pain and menorrhagia outcome was unknown and the device expulsion had resolved. The reporter considered abdominal distension, abdominal pain, device dislocation, device expulsion, dizziness, fatigue, genital haemorrhage, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for essure micro-insert migration, abdominal pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events: abdominal pain, menorrhagia. And expulsion were added. Reporter detail and date of birth of patient updated, essure indication added, and removal method partial hysterectomy added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device displacement") and genital haemorrhage ("severe bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraines"), nausea ("nausea") and dizziness ("dizziness"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, fatigue, abdominal distension, migraine, nausea and dizziness outcome was unknown. The reporter considered abdominal distension, device dislocation, dizziness, fatigue, genital haemorrhage, migraine, nausea and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.